Event description:
During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code, and it was noted that the battery was swollen. The device was returned to the biomedical department for an unspecified reason. No specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility, during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. Additionally during testing, ti was noted that he battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.